Event description:
Hill-rom received a report from the account stating the brakes are not holding when engaged. The bed was located at the account in the surgery department. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found all four brakes casters stems were worn out. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four brake casters to resolve the issue. Based on this information, no further action is required.